Event description:
The customer stated that he performed a control test and received a result of 27 mg/dl. The normal control range was 96-133 mg/dl. No adverse events were alleged. Further troubleshooting showed the system to be operating as designed. No product will be returned.